Manufacturer narrative:
Result: the embolization coil of the second ruby coil was detached from the pusher assembly, severely damaged, and tangled with the fractured segment of the catheter (figure 5). The damage to the embolization coil may have occurred during removal from the patient using a snare device. The pusher assembly of the ruby coil was not returned for evaluation. Conclusion: evaluation of the first ruby coil revealed the embolization coil was intact and not fractured. Therefore, the root cause of the complaint could not be determined. Further evaluation revealed the pusher assembly and introducer sheath were bent. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second ruby coil revealed the embolization coil was detached from the pusher assembly, severely damaged, and tangled with a damaged segment of a non-penumbra catheter. The damage to the embolization coil may have occurred during removal from the patient using a snare device. The pusher assembly of the ruby coil was not returned for evaluation and, therefore, the root cause of the complaint could not be determined. Ruby coils are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00961.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using ruby coils. During the procedure, the physician successfully deployed and detached several ruby coils in the aneurysm. However, while advancing a new ruby coil through a non-penumbra microcatheter, the physician met resistance. Upon pulling back on the pusher wire, the ruby coil broke into 2 segments. The proximal segment of the coil was still attached to the pusher assembly and was removed. The distal segment of the coil was in the microcatheter and safely pushed into the aneurysm. The physician successfully deployed and detached a new ruby coil in the aneurysm. While attempting to deploy a new ruby coil in the aneurysm the coil began "bunching up" as it was advancing over the iliac horn. A portion of the ruby coil was inserted into the hypogastric artery. While attempting to withdraw the ruby coil it unintentionally detached and was successfully removed using a snare device. Follow up angio showed the left hypogastric artery was successfully embolized. There was no report of an adverse effect on the patient.